Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her sensor readings are inaccurate and caused her insulin pump to go into false threshold suspend modes. Her sensor reading is 45 mg/dl, but her blood glucose is 233 mg/dl. This started happening last night. Customer tried other sensors from the same box, but the issue persists. Customer was educated on the differences between sensor reading and actual blood glucose levels. Customer inserts on her stomach and uses over tape. There is no history of bent cannulas. Customer was advised of proper sensor insertion and calibration methods. She was told to call back if the issue persists. Nothing further reported.